Event description:
The pt was transferred from another hospital with an iabp in place for CABG evaluation. Pt had ejection fraction (ef) of 30%, mild mitral regurgitation (mr) and aortic regurgitation (ar). He also had fractured his left ankle. Previous history for a cva, dvt, pe and a previous angioplasty. He also had hypothyroidism. The patient's iabp stopped functioning and could not be restarted. The device gave the alarm blood in line. Upon further examination, the tubing had condensation in it, but the fiberoptic cable was either fractured or burned from an unknown cause. The iabp had to be discontinued and a new iabp placed.